Manufacturer narrative:
Five unused 4.5 full radius blades were returned for evaluation, however, the device in question was not returned. All devices were tested for weld strength and inspected for weld penetration and were found to meet print specifications. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
At the end of the procedure, the surgeon noted a metal object in the knee joint. The sheath came off and was removed with graspers. No patient injury or other complications were reported.